Event description:
It was reported that the device was explanted after implant duration of zero days. On 04/09/2010, through follow-up with the health-care provider, the operative report was received. Through the op report it was learned that the device was explanted due to a failed ring repair. Per the operative report of (B) (6) 2010: "attempted complex mitral valve repair with 4 neochords of the anterior leaflet and plication of p1 and p2 posterior leaflet and plication of a1 and a2 anterior leaflet and placement of #30 edwards physio ring." There was mitral regurgitation present after the annuloplasty was performed, therefore, it was decided to replace the valve.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), the operative report was received on 04/09/2010. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.